Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a (B)(6) female coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, treatment began with dianeal pd2 ultrabag, (dose and frequency unknown) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On the same day the patient was hospitalized. On (B)(6) 2011 remedial therapy was initiated with a loading dose of vancomycin 1gm ip and tazomac 4.5 gm IV continuing twice daily. The outcome of the peritonitis was reported as resolving. It was unknown if the patient remained hospitalized, and if dianeal pd2 ultrabag was ongoing. The nurse assessed the causality of the peritonitis to the dianeal pd2 as not related.